Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood back flowed into the line and was unable to be flushed out on a one-link neutral luer activated device. There was no patient injury or medical intervention associated with this event. No additional information is available.